Event description:
A customer contacted physio control to report that their device had unexpectedly lost power and would no longer power on during a a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section f10 / h6 medical device problem code: device code grid of supplemental medwatch report 0003015876-2021-02153 indicates: failure to power up device code FDA (g) 1476 section f10 / h6 medical device problem code: device code grid of supplemental medwatch report 0003015876-2021-02153 should indicate: failure to power up device code FDA (g) 1476 / unexpected shutdown device code FDA (g) 4019

Manufacturer narrative:
The cause of the reported issue was determined to be a faulty power pcb assembly, however the device could not be repaired.. The device was returned unrepaired to the customer, and they were advised to purchase a replacement device. Further root cause was not determined.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power and would no longer power on during a a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer device and verified the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power and would no longer power on during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.